Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) revised by adding additional saline into the reservoir due to the cylinder becoming weak. It was noted that the correct volume of saline was originally in the device. Only an accessory kit was used. No components have been removed. The patient is now better after this surgery.